Manufacturer narrative:
Literature article: klomjit, n., chewcharat, a., d¿uscio, m. And kattah, a.g. ¿mycobacterium septicum associated peritonitis: a case report¿. Peritoneal dialysis international 2020, vol. 40(6) 600¿602 doi: 10.1177/0896860820927150 journals.sagepub.com/home/ptd. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A continuous cycling peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and shortness of breath. The cause of the peritonitis was not reported. It was reported the patient presented to the emergency room and was admitted for the event. On an unreported date, the patient was discharged. Initially, the patient was treated with intraperitoneal (ip) cefazolin, ip ceftazidime, and oral fluconazole for fungal prophylaxis. On an unreported date, the patient was admitted to the hospital again, due to ¿persistent symptoms¿. Treatment was changed to ip vancomycin. On an unreported date, pd therapy was discontinued the pd catheter was removed and the patient was switched to in-center hemodialysis. On an unreported date, the patient was treated with doxycycline (100 mg twice a day) and moxifloxacin (400 mg daily) with a plan to complete four months of therapy. Doxycycline was switched to trimethoprim with sulfamethoxazole. On an unreported date, trimethoprim with sulfamethoxazole was discontinued and the patient was treated with intravenous amikacin (7.5 mg/kg three times a week), given after hemodialysis. One month later, treatment was switched to linezolid (600 mg daily). The patient outcome was reported as the patient had "improving peritonitis". No additional information is available.